Event description:
Boston scientific received information that this communicator would not power on. The patient stated that the power supply would make a buzzing noise when plugged into the communicator. The patient was advised to return the power supply and a new power supply would be sent to the patient. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the power was thoroughly interrogated. Analysis confirmed that the power supply had lost power. There was melting observed near the green light of the power supply.